Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had eroded and there was an infection. The device was explanted due to the infection and erosion. The patient was in stable condition.